Event description:
It was reported that p wave oversensing and sensing noise were observed on the right ventricular (rv) lead and the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.